Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, link, needles, and cuffs were not returned with the device, therefore, the scope of this investigation was limited. Inspection of the returned device indicated that the rail suture broke during the needle plunger retraction as reported and it occurred at the swage end of the posterior needle. A suture break suggested there was resistance encountered while retracting the needle plunger to retrieve the suture. Device evaluation found no damages related to manufacturing that could have caused the suture to break. There were no damages observed at the suture bearing area and on the returned suture to suggest that the suture might have been dragged through the suture bearing and the device which may cause the suture to break. During lab testing, the proxy plunger was inserted and retracted successfully without any observable resistance. Contributing factors for the suture break during the plunger retraction/suture retrieval process can include, but are not limited to, manufacturing deficiencies, deployment technique, and anatomical conditions, although no challenging anatomical conditions were reported. There was no information reported or definitive evidence in the evaluation of the returned device that suggested incorrect technique. There was no indication that the needle plunger was abruptly pulled out of the device after needle deployment which could cause the suture to detach. A suture break while retracting the needle plunger would result in a failure to retrieve the suture, form the suture knot, and deliver the knot to the arterial surface to close the vessel as intended. During manufacturing, every suture is appropriately assembled and loaded into the device. Based on the reported information and device investigation, the probable cause for the suture break at the swage end of the posterior needle could not be determined. No manufacturing or quality deficiency was detected. A review of the product lot history record (lhr) did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited a suture break occurred at the swage end of the posterior needle as this incident. Overall, there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy in an unspecified vessel after an interventional procedure. Reportedly, when the needle plunger was removed a suture break occurred. Hemostasis was achieved using a second proglide device. Procedural sheath size was not provided by the hospital. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.